Event description:
The center reported that they noticed upon explant of an implanted ventricular assist device (ivad) the driveline had a kink. The ivad had been placed "paracaporally" when in use on the patient prior to being transplanted. The manufacturer did not initially report this event as the pump continued to support the patient until transplant without incident. Upon review of the investigation of the pump the kinked area of the driveline had developed two pinhole leaks not iniitally reported by the customer.